Manufacturer narrative:
This event occurred sometime between (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the vial stopper of a vial-mate adapter was coring into a solution bag. This was observed before use. There was no patient involvement. No additional information is available.